Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4) displayed "system error, out of service, revert to manual CPR" error message was confirmed during initial functional testing. The root cause of the error message was due to a defective processor board, likely attributed to normal wear and tear of the platform. The autopulse platform was manufactured in september 2013 and is 7 years old, past the expected service life of 5 years. Unrelated to the reported complaint, a damaged front enclosure observed on the returned autopulse platform during visual inspection. This type of physical damage found during visual inspection is due to mishandling or normal wear and tear for the life of the device. The damaged front enclosure was replaced to remedy this issue. Unable to download device data from the archive due to defective processor board, thus confirming the reported complaint. During the initial functional test, the platform displayed "system error, out of service, revert to manual CPR" error message during power on, thus confirming the reported complaint. To remedy the error message, the defective processor board was replaced. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there were no previous history of complaints reported for autopulse with serial number (B)(4).

Event description:
During device check prior to patient use, the autopulse platform (sn (B)(4) displayed a "system error, out of service, revert to manual CPR" message. No patient involvement.